Event description:
The customer reported a unicel dxh 800 coulter cellular analysis system generated errors involving the solenoid vl114 and the complete blood count (cbc) waste. A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse found solenoid vl114 was disconnected and leaking. The leak was contained within the instrument. The fse was wearing gloves, a lab coat, and goggles when the leak was found. There were no reports of direct contact to the leak. Patient results were not impacted in connection with this event.

Manufacturer narrative:
The fse replaced solenoid vl114 to resolve the leak and solenoid vl114 error. In addition, the fse found that the flow cell waste chamber vc218 was not draining; valve vl218 was replaced resolving the draining issue as well as the cbc waste error. (B)(4).